Manufacturer narrative:
E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on electrical contact of video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on electrical contact of video connector, the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope experienced an image problem during service / maintenance. There were no reports of patient involvement.